Event description:
The account generated a falsely elevated potassium (7.7 mmol/l) result on the architect c16000. The specimen was retested with a potassium in the normal range (4.0 mmol/l). The falsely elevated potassium result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.